Event description:
Dealer advised enduser is hanging over seat about six inches in the front and two inches on each side for width, dealer advised this is causing pressure sores in the center of backside and causing drive wheels to bend outward from top to bottom, enduser advised has not sought medical attention for issue, dealer advised working with enduser to see what can do, dealer advised chair is not a fit for enduser, enduser wife taking care of him and watching pressure sores, dealer aware elevate has a weight capacity of 300 lbs.